Event description:
Customer reported receiving erratic readings on her freestyle flash blood glucose meter. Customer reported receiving readings of 50 mg/dl and 247 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Event description:
Baxter (B)(4) received a report that the factory cap of the set was separated before use. There was no patient injury or medical intervention. The actual sample is not available for evaluation.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. One of the reported readings was found in meter's memory.